Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. Scanning electron microscopy was performed which confirmed the reported difficulties appear to be related to circumstances of the procedure. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. (B)(4).

Event description:
Subsequent to the previously filed medwatch report, new information provided states the pilot 50 guide wire tip deformation observed was a bend in the guide wire tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The pilot 50 guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the concentric, mildly tortuous, chronic totally occluded (cto), 100% stenosed, distal circumflex. The pilot 50 guide wire was advanced to the lesion; however, the tip of the guide wire caught in the calcified cto lesion. During retraction of the guide wire resistance was met with the guiding catheter. After retraction the guide wire was observed to be deformed. A pilot 200 guide wire was used in another attempt to get through the cto lesion; however, it also became trapped in the lesion. The guide wire tip was observed to be kinked on angiography. When the guide wire was removed with force, the tip of the guide wire separated. The separated portion was removed with a snare device. The procedure was aborted at this point due to the accumulation of contrast media that had been used. It is unknown if another procedure is planned. No adverse patient effects were reported. No additional information was provided.